Event description:
Additional information has been received stating that the haptic was intact and not torn or broken. The issue was limited to a crack in the iol itself. The surgeon noticed the crack after the iol was inserted and positioned. Consequently, the iol was removed during same procedure. There was no harm

Manufacturer narrative:
Additional information was provided in b.3., b.5., d.10., h.3., h.6., and h.11. The product was not returned. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. The account indicated the use of a qualified associated cartridge and viscoelastic. The handpiece information was not provided. It is unknown if a qualified product was used. The product investigation could not identify a root cause for the reported complaint. The product has not been received to evaluate. The handpiece information was not provided. It is unknown if a qualified product was used. The IFU (instructions for use) instructs: company foldable iols (intraocular lens) are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that a company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The IFU instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the ovd-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported during intraocular lens (iol) implant procedure, the surgeon noticed haptic was broken/torn. Additional information has been requested.